Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for 29 days. The patient was treated with cefazolin sodium injection (0.25g (first dose of 1.0g)/ intraperitoneal), amikacin injection 0.04g/ 4 times a day/ intraperitoneal) and piperacillin sodium tazobactana (2.25g/every 8 hrs/ intravenously). The patient recovered from the events. Action taken with pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b6 and b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a4, a6, b5 and b7. B5: upon follow up, it was reported the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.